Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump display screen remained blank when attempting to power on the pump. The reporter indicated that the pump emitted sounds but the display screen remained blank. The reporter stated that there was no known changes to the display screen prior to the incident. This report is made based on the allegation of the pump display screen issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a blank display screen. The pump was opened and the display screen was observed to be cracked. When a test display screen was inserted, the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.